Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01895 / 03115).

Event description:
Patient underwent a knee revision procedure approximately 12 months post-implantation due to unknown reasons. No further information has been provided.